Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel sds and stent. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination revealed that the middle of the stent was bunched with struts that were flared, bent, and overlapping. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50mm rebel stent was selected. During unpacking of the device outside the patient, it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported.